Event description:
The ligasure impact was opened for the case and plugged in. The three green bars were obtained on the machine, but when physician went to activate it did not work. Another port on the machine was tried with no change. A second ligasure impact was opened and used to complete the procedure without difficulty.